Event description:
Adverse event(s): "could not see well" (vision, impaired). Product problem(s): "one of the haptics was bent" (bent [haptic]); "the lens had decentered nasally" (malposition of device [iol (intraocular lens) implant]). A materials mgr reported that an intraocular lens (iol) was exchanged for the same model and power. The surgeon reported that the pt had an excellent outcome one day following the initial implant surgery, but that evening, the pt called stating she could not see well. Upon examination, the lens had decentered nasally and had to be removed. The pt has a history of floppy iris syndrome, so a suture was used for wound closure following the exchange. The pt has a significant amount of corneal stria following the exchange. The surgeon's technician reported that once the lens was explanted, they noticed that one of the haptics was bent at the haptic-optic junction. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split/cracked (possibly cut) into pieces (two optic pieces returned, small broken optic portion near one haptic not returned-this optic damage may have been interpreted by the customer as the described "breakdown" of material of "the elbow area" on smaller returned optic portion). The optic was also scratched-rejectable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/11/2010, 05/13/2010 and 05/26/2010 by phone, fax and mail. Additional info was received 05/11/2010 and 05/13/2010 by phone. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).